Manufacturer narrative:
Alleged failure: eib (B)(6). Onsite, light going out intermittently [update - device has also has a broken spring] the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a bad led module, bad reed switch, an not fully seated safelight cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.